Event description:
It was reported that the cartridge was leaking. Reportedly, the customer was not removing residual air from the cartridge. Tandem technical support educated the customer to make sure to complete cartridge air removal step prior to filling the cartridge. The customer experienced an elevated blood glucose (bg) level of 660 mg/dl and went to the emergency room (ER and was subsequently hospitalized. The customer received intravenous fluids of saline and insulin to address the bg. The customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Customer loaded a new cartridge to address the issue.